Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for intractable spasticity and head/brain injury. It was reported the patient had an MRI on (B)(6) 2020 and the pump was not read after the MRI until (B)(6) 2020. The initial reading showed a motor stall alert message. Subsequent reading did not show a motor stall message. It was reviewed this was likely related to telemetry state since there was no message after reading the pump the second time. The patient was not near the hcp so she could not read the pump while on the call but was going to double check the logs. It was noted troubleshooting resolved the reported issue. Patient symptoms were not reported. No further complications were reported/anticipated or expected.